Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block d4, h4: detailed product information was not provided to bsc. The lot number was reported to be not available per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2026. During the procedure, the balloon the balloon would not deflate all the way. The balloon had to be withdrawn together with the scope. The procedure was completed with the original device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have full recovered.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block d4, h4: detailed product information was not provided to bsc. The lot number was reported to be not available per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2026. During the procedure, the balloon the balloon would not deflate all the way. The balloon had to be withdrawn together with the scope. The procedure was completed with the original device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have full recovered.